Manufacturer narrative:
It was reported to abbott that a patient may have failed to charge their implant properly to abbott. The patient moved to a nursing home and didn't take their charging supplies. The device was inoperable. The ipg was replaced, and effective therapy was restored. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg became inoperable after the patient failed to charge the device for a significant amount of time. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.